Event description:
An optometrist reported patient with irritation and pain around eyes at seven month lasik post-operative visit. At visit patient complained of "intermittent pain around the eyes and itching." Additional information has been requested. This report captures the right eye, and additional report is filed for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).